Event description:
The pt was implanted with hernia mesh t-sling. Later the pt experienced urinary retention, urinary tract infection, lower pelvic pressure, bladder pain, bladder spasms, hyper continence, dyspareunia and chronic abdominal pain. A cystoscopy, urethrolysis, urethroplasty and take down of bladder sling under general anesthesia were performed.